Manufacturer narrative:
H3 - device evaluation: lens was returned in a specimen cup in liquid. Visual inspection found no visible damage to the lens. Corrected data: b5 - it was reported patient also experienced double vision which was resolved with the lens exchange. This should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.00/2.0/112 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Low vault with rotation was observed, the lens was repositioned on (B)(6) 2020 and (B)(6) 2020, but did not resolve the problem. On (B)(6) 2020 the lens was removed and exchanged for a longer length lens and the problem was resolved. In the reporter's opinion, the cause of the event is attributed to the device. "Lens sizing is small, causing lens to rotate."